Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), back pain ("chronic back pain"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss"), rash ("excessive rashes") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (fallopian tubes and essure coils were removed on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, dyspareunia, abnormal weight gain, back pain, fatigue, alopecia, rash and abdominal distension outcome was unknown. The reporter considered pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, dyspareunia, abnormal weight gain, back pain, fatigue, alopecia, rash and abdominal distension to be related to essure. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain / chronic pelvic pain. Consumer underwent salpingectomy with removal of essure coils. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain/pelvic pain') and genital haemorrhage ('heavy abnormal bleeding'). In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: ovarian cyst and menses irregular. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), back pain ("chronic back pain"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss"), rash ("excessive rashes"), abdominal distension ("abdominal bloating"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy,dilation and curettage and dilation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort, menorrhagia, abdominal pain, dyspareunia, abnormal weight gain, back pain, fatigue, alopecia, rash, abdominal distension, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain, rash and vulvovaginal pain to be related to essure. The reporter commented: plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2015, microscopic diagnosis: a. Right fallopian tube: complete cross-section confirmed, b. Left fallopian tube: complete cross section confirmed, c. Endometrium, curettage: proliferative endometrium. Quality safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported, which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect, as no batch number was reported. A technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation. Therefore, the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed, but considered plausible. As a product quality defect could not be confirmed, but is considered plausible. A relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical records received: medically confirmed reporter added, lab data, medical history, removal procedure were added. On (B)(6) 2021, no new information was received. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain/pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), back pain ("chronic back pain"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss"), rash ("excessive rashes"), abdominal distension ("abdominal bloating"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (fallopian tubes and essure coils were removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort, menorrhagia, abdominal pain, dyspareunia, abnormal weight gain, back pain, fatigue, alopecia, rash, abdominal distension, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain, rash and vulvovaginal pain to be related to essure. The reporter commented-plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 23-oct-2017: follow up from summons-reporter information was updated. Indication was added. Event: pelvic pain was clubbed with event: increasingly severe pain / chronic pelvic pain event: vaginal pain, severe cramping, heavy abnormal bleeding were added. Event outcome were unknown. Reporter considered the aforementioned events were related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), back pain ("chronic back pain"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss"), rash ("excessive rashes") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (fallopian tubes and essure coils were removed on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, dyspareunia, abnormal weight gain, back pain, fatigue, alopecia, rash and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain / chronic pelvic pain. Consumer underwent salpingectomy with removal of essure coils. During essure therapy, pelvic pain may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident as a surgical intervention was required. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.